Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having low blood glucose and decided to disconnect the insulin pump. The caller stated that the customer passed away in a hospital, on (B)(6) 2015. The cause of death was respiratory failure; the customer had lung cancer. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was off insulin pump therapy for a couple of months prior to death, due to weight loss. The customer did use sensors but was not wearing one at the time of death. The caller stated that they got rid of the insulin pump and everything else.